Manufacturer narrative:
Sorin group (B)(4) manufactures the 3t heater-cooler system. The incident occurred in (B)(6). This medwatch report is filed on behalf on sorin group (B)(6). Sorin group (B)(4) received a report that the 3t heater-cooler displayed an error during a procedure. The 3t was power cycled off an on, and the error message cleared with no further issues during the procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the 3t heater/cooler displayed an error during a procedure. The 3t was power cycled off and on, and the error message cleared with no further issues during the procedure. There was no report of patient injury.